Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the united states. The customer filed a user report (mw5082707) with no contacts, device serial number or hospital information thus, no further follow-up is possible at this time. However, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Since it is unknown which unit was used on the patient, no service history check, nor a device history check could be performed. However, corrective actions are in progress for this issue. It is unknown which unit was used.

Event description:
Livanova (B)(4) received a medwatch report (mw5082707) in which it is stated that a patient, who underwent surgery (B)(6) 2015 during which a heater cooler 3t was used, has died on (B)(6) 2018.